Event description:
An implant card was received indicating that the patient underwent generator replacement due to battery depletion, near end of service. The explanting facility reported that explanted device are not returned for analysis per hospital protocol. No analysis will be performed.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient has been experiencing more petit mal seizures recently. It notes that there is no clear precipitant and that the patient will be referred for generator replacement due to ifi = yes. The notes indicate that all diagnostic testing is fine. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. No surgical intervention has been performed to date.